Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. A26 insufficient information code due to not enough current information to classify the device problem. Will update if additional information becomes available and a supplemental will be sent. B2 date of death: the specific date of death is unknown. D4: unknown UDI due to unknown list or lot number.

Event description:
The event occurred at the (B)(6) hospital and was reported by the mother of the patient. The event happened on an unspecified date and involved an unspecified feeding tube. The report stated that the patient had stomach bleeding and blood loss due to feeding tube and the patient expired. The incident occurred (B)(6) 2019. There was patient involvement and there was adverse event.

Manufacturer narrative:
Updated information: d9. Investigation summary: based on this complaint, there is not information, photo, video that might be useful as reference of investigation, not even item or lot number was shared to performed and investigation. Based on the lack of information provided, complaint of "stomach bleeding and loss of blood due to feeding tube and the patient expired" could not be confirmed.